Manufacturer narrative:
The response center provided a quote to the customer for evaluation however the customer did not accept the quote.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device screen shows service required and does not detect cable for external defibrillation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.